Event description:
This lead was returned in multiple pieces with a medtronic mdrf from biotronik rep ernie gauthier. This lead was removed due to high impedances and a lead fracture. This lead was replaced with a medtronic lead. There are no further adverse events reported for this pt.